Event description:
While attempting to defibrillate a pt (age & gender unknown) the device made a loud pop sound and displayed a "bridge test failed" message. There was no adverse effect to the pt due to the reported malfunction.